Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted the ccd camera iris for boosted pulse to be consistent with image quality standards on the 9900 elite system. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues on cine runs. Inconsistent image as compared to other 9900 systems.